Manufacturer narrative:
Nova biomedical awaits the return of the device for evaluation. Should any significant findings be a result of that investigation, a follow-up report will be filed.

Event description:
On behalf of the consumer, his hcp educator was calling into the customer care department because "the consumer he has a really serious sight problem and would not be able to provide all the information the customer care rep was asking to obtain." It was reported to nova biomedical the consumer received a high number result (actual result unk). According to the hcp educator, the consumer administered an unk amount of insulin based on the allegedly high reading, subsequently experienced a hypoglycemic event requiring medical intervention by emts and then onto a hospital. The emts did test this consumer and got an allegedly much lower result on their blood glucose meter, (result unk). The meter in question will be returned for evaluation.